Manufacturer narrative:
Customer returns were not available for investigation. A retained kit of the affected reagent lot number was tested to determine specificity. All control values and additional replicates of defibrinated hav negative human plasma met specifications. The results were in the typical range and no false reactive results were obtained. Historical complaint records for the lot number were reviewed. No problematic complaint activity was identified. No non-conformances or deviations were identified for the reagent lot. Based on the investigation, it was determined that the architect havab igg reagent lot identified in this complaint is performing acceptably. It is unknown why the customer observed initial reactive results for a limited number of samples. As the samples remained non-reactive when retested repeatedly, the issue may have been due to sample integrity. In all kinds of immunoassays the detection of the analytes may be influenced by interference, cross reactivities, unspecific binding and matrix effects in rare cases. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list 06c29 that has a similar product distributed in the us, list number 06l27. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect havab igg results were generated for three patients that retested nonreactive. No adverse impact to patient management was reported. The following results were provided: (B)(6).